Event description:
It was initially reported that the physician was not able to edit patient parameters and catheter data in the pump via the physician programmer. Pump logs showed an error in the pump memory. Device troubleshooting was done and a perhaps replacement was noted. Patient experienced no harm/injury. It was later reported that the event was resolved the next day by reprogramming the pump. It was stated that a possible emi (electromagnetic interference) source as a reason for the telemetry error stays vague. After reprogramming all pump functionalities are working proper. Drug delivered via the device was baclofen 250mcg/ml.

Manufacturer narrative:
Physician programmer model/serial #: unk; catheter model/serial#, implant date: unk.